Event description:
Event description guidant received information that these epicardial large patch leads exhibited noise on the shock channel. Also, the shock impedance was reported to be <20, >125 ohms. The leads were explanted and the entire system was replaced with a new pectoral implant. There were no patient symptoms reported with this clinical obaervation.